Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the end-user reported that their ilet generated repeated "unable to proceed" alerts during an insulin delivery supplies change, preventing further use of the device. The ilet was replaced, and the end-user¿s glucose was managed with caretaker monitoring. No adverse health effects were reported.